Event description:
Device 2 of 2: reference MFR. Report: 1627487-2012-03460. It was reported, the pt is not receiving effective stimulation. Lead diagnostics showed invalid impedance values for both scs leads. A sjm representative was unable to resolve the issue with reprogramming as stimulation became intermittent afterwards. The physician plans on replacing the scs system. Follow-up identified that surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.